Event description:
IV issues with bd(becton dickinson) insyte autoguard bc catheters - various sizes, various lot numbers but same issue noted as a trend - bent/dull bevels, difficulty advancing or threading catheter resulting in multiple IV attempts by various different staff members.